Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl. Customer declined troubleshoot for low and high blood glucose reading. She had low blood glucose reading of 53 mg/dl on the morning. Current blood glucose reading is 321 mg/dl. The insulin pump was not returned for analysis. The customer also reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer blood glucose was 53 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. Customer was advised issue is most likely due to sensor not situated properly. Suspend on low limit in sensor settings is suspend at 80. The sensor will be returning for analysis.

Manufacturer narrative:
We inspected one opened and used sensor. We performed continuity resistance test and sensor failed per specifications. Also, we found sensor with a bent cannula. Unable to confirm if customer received sensor in said condition due to customer returning it opened and used.